Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that force bipolar (fb) instrument wrist part came off during installation. The surgeon removed the instrument with the port and replaced the fb instrument to continue with the procedure. The tse explained that there were no screws in the wrist part. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the wrist part was completely detached from the force bipolar instrument. A fragment did not fall inside the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar (fb) instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint. The instrument was visual inspected internal and external, no issues was identified. The probable root cause could not be established as failure analysis found no product issue in relation to the customer-reported event.

Event description:
Refer to h11 for follow-up information.